Manufacturer narrative:
Device history review: manufacturing location: (B)(4)- manufacturing date: august 28, 2013. No non-conformance reports were generated during production. Review of the device history record (s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Product investigation summary: screw holder was received by the manufacturer for investigation. Visually, there are only slight marks of use on the surface. One of the thread bolts was screwed out and the spring, plus ball, is missing. Unfortunately, the exact root cause for this complaint cannot be determined as insufficient information was received. Reviewing the device history record showed no deviation from the outlined specifications. This article was manufactured by an external supplier in august, 2013. No indication for material or design related issue was found. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that sagittal split ramus osteotomy was performed in low jaw of the patient. When the surgeon applied the reported screwholder to fix a screw, he found some parts of this instrument flew out and disappeared. Because he could not identify if disappeared parts of the instrument remained in the patient body or not even employed through x ray, he proceeded and completed the surgery. The surgery was extended for 30 minutes due to this event. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: patient information not reported. Additional product code: dzj. Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. A review of the device history records has been requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.